Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a unknown sized aaa .  It was noted the aortic neck has advanced tortuosity.  It was reported that during the index procedure, the bifurcate was placed along the tortuosity and deployed slowly. After this, the right renal artery was not detected on proximal imaging, so a puncture was performed from the left elbow to rescue it, but it was not actually blocked. (It is believed that the contrast agent retained just enough to achieve a good contrast effect.) The procedure continued and a  non mdt limb was added to the contralateral side and an endurant limb was also added to the same side. Touch-up was performed and a final contrast run then  showed the presence of  a type ia endoleak. After the additional touch up, the endoleak reduced but still remained. A chimney  was then performed for further extension into the proximal. No additional cuffs were added and the type ia endoleak did not receive treatment.  Per the physician the cause of the type ia endoleak was anatomy and it was thought the stent graft was  insufficiently crimped due to high aortic neck tortuosity. No additional clinical sequelae were provided and the patient will be monitored.